Event description:
Reportedly, the user had limited performance with the device and in situ testing showed affected channels. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other mechanical damages are attributable to the removal surgery. This is a final report.

Event description:
Reportedly the user has limited performance with the device and reportedly in situ testing showed affected channels. Re-implantation is scheduled to be performed for the (B)(6) 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.